Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that damage to the opening of the channel tube was due to physical stress. The event can be prevented by following the instructions for use which state: confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as shown in figure 3.2. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the channel port was detached. In addition, the following observations were made: the bending cover was leaking; the control section had watermarks and rust; the light guide tube was wrinkled; the image was blurry; the switches didn't work; and the probe was black and scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchofibervideoscope had damage to the opening of the channel tube. The issue was found after a diagnostic bronchoscopy procedure. It was reported that the procedure was completed with a similar device. There were no reports of patient harm.